Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer reported that there was a hole the size of a pin in the tubing and this caused insulin to leak out of the tubing. No adverse event was reported. The infusion set was discarded; therefore, no product could be requested to be returned for product evaluation.